Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their level was 400mg/dl, but rose to 600mg/dl. The customer states that they have had air bubbles in the past. The customer's blood glucose level at the time of incident was unknown. The customer states they have been treating with pump, but tried manual injections. The customer states the manual injections did not seem to bring the levels down. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer was advised the pump appears to be functioning as designed. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels.